Event description:
A customer reported a low reading issue with the adc device. The customer felt unwell and called paramedics. The customer did not know what treatment was provided to them. There was no report of death or permanent injury associated with this event. A readings comparison of 63 mg/dl with the sensor against 260 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.